Manufacturer narrative:
(B)(4). Review of returned angiogram images during an intervention 3 weeks post implant revealed that an endurant stent graft system was implanted in the patient. Initial contrast images were not seen in the films; therefore, the reported pre-intervention endoleak or patency assessment could not be performed. Images below the gate were also not seen on the films. The bifurcate was positioned just below the right renal within the severely angulated neck. The infrarenal neck and aortic body were angulated 90deg r-l to the limbs; relative to the flow divider. The suprarenal neck angulation was 120deg r-l. Two of the bifurcate suprarenal stents (on right-superior side) were possibly entangled. Multiple aptus anchors were observed being implanted into the proximal bifurcate and aortic neck. The anchors were placed radially around the aortic body. Eight (8) anchors, at the proximal margin (5x) and 1 - 1.5cm below the proximal margin (3x) were implanted. Contrast was seen on the outer curvature (anterior/right) of the proximal bifurcate from a likely type ia endoleak. A palmaz stent was then seen implanted from just above the bifurcate proximal margin extending distally into the aortic body; the stent was then ballooned. Contrast injection showed no obvious endoleak. Review of CT's 1 day following the aptus and stent intervention ((B)(4) 2013) revealed that the endurant was implanted within the severely angulated proximal neck. Two of the superior suprarenal stents (lateral-right outside curvature) were entangled. The ipsi limb was placed on the right side and extended with a limb into the right common iliac artery. The contra limb was implanted into the left common iliac artery. The max diameter aaa measured - 5.5cm and no obvious endoleak was observed. Both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Films at implant were not available for review. It is possible that implanting within the severely angulated infrarenal and suprarenal neck may have contributed. The neck angulation may have also contributed to the suprarenal stent entanglement, which may have also caused the type ia endoleak.

Event description:
Additional information was received for this case. The aptus endoanchors were implanted into the endurant bifurcate however, the endoleak did not resolve. The physician then implanted another manufacturer's stent (palmaz) resolving the endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53.5mm in diameter abdominal aortic aneurysm. The proximal neck was 21.9-23.3mm in diameter and 22mm in length. The neck angle was 60 degrees. There was 10 percent circumference of calcium with 2mm of thickness. One month post index procedure the CT revealed that there was a proximal type I endoleak. The physician implanted another manufacturer's stent in the proximal aortic neck in conjunction with eight aptus endoanchors, resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is being monitored.